Event description:
Medical specialties - customer dissatisfaction customer stated via email both catheters became infected shortly after placement. Concerned about a defective catheter. They had issues years ago when the ingrowth cuff had too much glue on it which caused infections. Want to make sure the problem isn¿t a design error. Sample is not available. No patient injury/harm reported. No requested action at this time. Incidence dates were both (B)(6) 2015. Incident date above reflects earliest date reported. Additional information received 18june2015 from the customer: this was 2 separate pts on 2 separate dates I don't know their ages but the first one was a male with malignant pleural effusion due to lung cancer &amp;and the other 1 was a female with a malignant pleural effusion due to lung cancer. They both only have the catheter in for about two weeks. The catheters are not still in place. They were removed due to the infection and have not been replaced. There were no abnormalities with the cuff or the catheter itself. The patients were not injured however they had to stay in the hospital in order to receive antibiotics remove the catheter and drain the fluid they were also sent home with antibiotics to treat at home. They both had temporary pigtailed catheter was placed to drain the fluid due to the infected catheter. I do not have a representative sample to send you. There absolutely was impact patient care. These people had to be hospitalized one for a couple of weeks. This record is linked to (B)(4) which reflects the 2nd incident on (B)(6) 2015.

Manufacturer narrative:
(B)(4): the investigation was not able to evaluate the reported failure mode in regards to a sample since no complaint sample was provided for evaluation. A device history record review was completed for lot numbers 0000757646 and 0000755363. The reviews did not identify any issues or deviations that may have contributed to the reported failure mode. A root cause could not be determined for the reported failure mode. The assembly process for the device was reviewed and the procedures were found to be adequate for the proper assembly of the catheter assembly. The investigation noted a potential contributor to the failure could be the length of incision made at the catheter exit site could contribute to the reported failure mode. Per steps 11 & 12 on page 3 of the pleurx instructions for use, the user is instructed to make incisions that are approximately 1-2cm long. Should the clinician make a larger incision, the potential increases for infection at the insertion site. The customer will be notified of the increased potential for infection at the insertion site if the incision made during placement is greater than the recommended 1-2 cm length. The customer will be provided with the instruction for use for the pleurx catheter. Likewise, this failure mode will be added to the complaint trending system and tracked and trended for future occurrences.

Manufacturer narrative:
(B)(4): follow up emdr will be submitted when investigation is complete.